Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. Based on the information found, the root cause and the correction could not be determined. The customer did not provide sufficient information. There was no patient or user harm reported.

Event description:
Rt complain about 233004 and 233003 error codes. They have had many of these problems in the past and it's off/on if a replacement takes place. I took a look at this vent and was not able to replicate problems described. In the logs however I did see these error codes were generated. Unit passes full functional and service software testing. Reaying to hmag for review.